Event description:
Customer reported a "no cine available" error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine disk and reloaded software. System operates as intended.